Event description:
It was reported by service report that the zoom function would move in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom; pcb box.